Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the ventilator's graphic user interface (gui) restarted and displayed the message, "unit restarted, check vent settings." Ventilation to the patient was not interrupted during the event. The patient remained on the ventilator, and no patient harm was reported. Logs were reviewed, the system detected a non-critical thread (gui), and the gui restart was completed 10 seconds later. The ¿unit restarted (gui), check settings, check apps¿ message was displayed on screen.